Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 26-may-2024, it was reported that the patient faced infusion set fell off during use, which cause the patient blood glucose elevated to high, therefore patient had received correction injection via mdi. The infusion set was in use for less than a day. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).